Event description:
After two weeks of using my new medtronic guardian cgm sensor, I changed my sensor to begin my third week of the product. Within eight hours, my skin around the sensor began to itch, shortly followed by pain and redness. Within 12 hours, several boils had formed around the connection site and the skin was raised enough that the sensor asked for two calibrations and eventually had to be disconnected and removed. The boils broke through the skin as a result of removing the adhesive that was provided with the guardian sensor, requiring me to seek medical help to alleviate the pain.